Event description:
I received the pfizer covid 19 vaccine (2nd shot) in my left arm. Two days later I was extremely swollen in my breast, neck and lymph nodes under my arm. Swelling lasted 13 days, pain continued and worsened. My left breast became very tense, and pain increased with random swelling. Many dr. Appointments and radiology screenings a capsular IV contracture was diagnosed on my left sientra implant. Pain has never subsided only gotten worse. When I was required to get a booster covid shot the same reaction happened again, extreme swelling in breast, neck, and under arm lasting 16 days. Breast implant has hardened even more with daily extreme pain.